Manufacturer narrative:
Investigation summary: mechanical interaction with blood (hemolysis): the product was not returned for investigation. According to the clinical details, hemolysis was reported on 19-sep based on an increase in ldh. The pump was utilized for another 3 days without any mentioned troubleshooting. During the time of reported hemolysis, data log shows a fluctuating placement signal with an opposite trend in pump flow, without any reported pump suction, positioning alarm, or motor current spike. The pump continued to be used for another 3 days, with deteriorating placement signal and pump flow trend noted at the end of the case. The cause of the hemolysis was not determined without returned product investigation and sufficient clinical details. Device history lot : device batch: 1931579. Device history batch : subcomponent lot: na. Device history review : the pump sn (B)(6) passed all post sterile inspection checks.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. During support, the patient experienced hemolysis. No further information was provided; however, it was later reported that the patient expired.